Event description:
The customer reported that during a laparoscopic procedure, the electrode separated from the extender and fell into the pt. The piece was retrieved. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.